Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072298.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to leads migration which also cause inadequate stimulation as wasn't able to get correct coverage. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.